Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31100246l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation ¿atrial tap¿ procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. While the physician was ablating in the left atrium, there was a low atrial pressure reading of 60 that led to the discovery of the pericardial effusion. The pericardial effusion was confirmed by an intracardiac echocardiography (ice) catheter. Pericardiocentesis was performed. The patient was reported to be in stable condition. Physician's opinion on the cause of this adverse event was the procedure. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.